Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The user attempted to install the pad-pak on the (B)(6) 2010 resulting in the device recording nonsensical data. The pad-pak was then successfully installed a minute later with the device passing a self-test. The device successfully performed all self-tests up to the (B)(6) 2015. Multiple manual power ups of ten minutes duration were recorded in the device memory between the (B)(6) 2015 and the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs and the excess current drain measured would confirm a membrane failure. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.